Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that right ventricular (rv) lead oversensing was noted upon device interrogation. The patient received four inappropriate shocks. Patient placed a magnet over the device, and went to hospital emergency room. The device therapies were turned off. It was also indicated there was an apparent rv lead fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).